Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's daughter stated they received questionable inr results on a coaguchek xs meter with serial number (B)(4). At 11:00 am the result from the meter was 4.3 inr. Since the result was out of the customer's therapeutic range of 2.5 - 3.0 inr, she retested and the result was 3.7 inr. Since the repeat result was still out the customer's therapeutic range she retested again. The result was 2.7 inr and was believed to be correct. The customer's daughter used two fingers for a total of six measurements as she had received a qc error three times before actual results. The fingers were squeezed excessively. She stated that she did not know if the blood was applied within 15 seconds after the fingerstick or if the test strips were used within 20 minutes after removing from the vial. There was no allegation of an adverse event. The customer's condition was good and there was no bleeding or bruising. The customer did not receive treatment or a change of coumadin dose based on the results from the meter. The customer was not anemic, no heparin, no antiphospholipid antibodies, no lupus, and no direct thrombin inhibitors. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr; donor 2 inr: 2.3 inr. Donor 1 hct: 40%; donor 2 hct: 44%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr; donor 1: customer meter with customer strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.3 inr; donor 2: customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. All of the alleged results were observed in the meter memory except the result of 2.7 inr. Relevant retention test strips (lot 272164) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.